Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset (por) during hv therapy delivery. The device was tested on the bench and no anomalies were found. The cause of the por could not be determined.

Event description:
It was reported that the patient received a vibratory alert for device that went into backup vvi mode. The device was explanted and replaced. Patient was well post-procedure.